Manufacturer narrative:
As reported by the legal department, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to patient, including, but not limited to, filter embedded in wall of the ivc and unable to be retrieved. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicates that the patient preoperative diagnosis includes, lower extremity deep vein thrombosis (dvt) on therapeutic anticoagulation. The patient reports to currently suffer from blood clots, clotting, and /or occlusion of the ivc. The device is unable to be retrieved however, there have been no reported attempts to retrieve it in the medical records or the patient profile form. Originally, the filter was successfully deployed with no complications reported and the patient tolerated the index procedure well. The product was not returned for analysis as it remains implanted. The sterile lot number has not been provided. Therefore, the device history record (DHR) review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The attempted retrieval date is unknown. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00515 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal department, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to patient, including, but not limited to, filter embedded in wall of the ivc and unable to be retrieved. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicates that the patient's preoperative diagnosis included lower extremity deep vein thrombosis (dvt) and that the patient was on therapeutic anticoagulation. The patient reports to currently suffer from blood clots, clotting, and /or occlusion of the ivc. The device is unable to be retrieved however, there have been no reported attempts to retrieve it in the medical records or the patient profile form. Originally, the filter was successfully deployed with no complications reported and the patient tolerated the index procedure well.